Manufacturer narrative:
Evaluation of the returned ruby coil revealed that the pusher assembly was fractured near its proximal end, the pull wire was retracted out of the ddt, the embolization coil was detached from the pusher assembly, and not returned for evaluation. Based on the reported complaint, these damages were likely incidental and may have occurred during packaging for the return. Due to the returned damage, the root cause of the resistance experienced during the procedure could not be determined. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in a branch of the inferior mesenteric artery (ima) to treat a gastrointestinal bleed (gi bleed) using a ruby coil and a non-penumbra microcatheter. It was noted that the patient anatomy was tortuous. During the procedure, while advancing a ruby coil into the microcatheter, the technician experienced resistance. Subsequently, the technician kinked the pusher assembly of the ruby coil. Therefore, the ruby coil was removed. The procedure was completed using a new ruby coil. There was no report of an adverse effect to the patient.